Event description:
Event description guidant received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode. The patient had missed a medication dose and then doubled the dose later to make up for the missed dose. Interrogation of the device revealed the patient's heart rate was in the 40s at the time of this event.